Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not further reproduce the discovered upstream occlusion alarms. It was determined that the root cause was a wide inscribed pin dimension; which has been proven to be a cause of both false upstream occlusions and air in line alarms. The ultrasonic sensor was replaced to correct this condition.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed an "upstream occlusion!" Alarm when no occlusion was present. There was no patient involvement.